Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The occlusion alarms were resolved by clearing the alarm and resuming insulin deliveries. There was no impact to the customer's blood glucose level. Reportedly, the current cartridge had been in use for 4 days. Tandem technical support educated the customer in possible causes of occlusions.